Event description:
The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation is rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported left side "intracapsular rupture¿, "pain", ¿scattered tiny cysts in both breasts with benign features¿, and ¿enlarged left internal mammary lymph nodes in the 2nd and 3rd intercostal spaces measure 11 mm and 12 mm in short-axis-dimensions respectively¿. The device remains implanted.